Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review was performed on the reported failure and determined that the device use did not contribute to the outcome of the patient. The patient had an obstructed airway prior to and throughout the event. Also the customer did not have immediate access to fully charged batteries as recommended by the labeling.

Event description:
It was reported that an ems crew responded to a cardiac arrest call and connected their defibrillation electrodes to the patient; however the ems crew noted that the patient's airway was obstructed. As the ems crew was attempting to clear the patient's airway, they observed the patient to be in a ventricular fibrillation rhythm and as the device was charged to deliver a defibrillation shock, the device powered down on its own. The therapy cable that was connected to the patient was then connected to another device (AED) and one defibrillation shock was delivered successfully. It is unknown the amount of defibrillation shocks delivered following the first successful shock. The patient did not survive the event.